Event description:
It was reported that pump experienced malfunction with code 12 and customer could not reset pump at time of call, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.